Manufacturer narrative:
Per engineering log review, the system was switching between battery and ac power but the system did not run on battery until shutdown. Mechanical ventilation was available. This case has been determined to be non-hazardous thus, not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software (10 sp5) was re-loaded to resolve the issue. Block a: no report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there was an error during delivery, the power supply failed. There was no report of patient involvement.